Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery is depleting normally. The increase in charge time is unanticipated, but sufficient battery capacity exists to support a full ninety day replacement interval. Device replacement was recommended. Subsequently, a new device different model was successfully implanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery is depleting normally. The increase in charge time is unanticipated, but sufficient battery capacity exists to support a full ninety day replacement interval. Device replacement was recommended. Subsequently, a new device different model was successfully implanted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.